Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during filling of the vial at the user facility. The customer contact reported the vial was being filled with an unspecified volume of sterile water when solution leaked at the top of the plastic area of the vial where the needle enters the vial. It was reported that solution comes out near the top instead of going down through the needle and there is a stream of sterile water coming out. Sliding on the horizontal angle. No specific details were provided. The vial and the solution were replaced and the filling was resumed. No add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.